Manufacturer narrative:
(B)(4). The customer's product has been requested back for investigation. A follow up report will be filed once investigation results are available. This issue is associated with field correction 2954323-08/17/2007-002-c which was reported to the (B)(4) district office on 20 aug 2007. Customers and retailers have been informed of the issue via letter.

Event description:
A customer reported an issue with the display on their precision xtra blood glucose meter. The meter is exhibiting signs of damaged display. There was no report of death, serious injury or mistreatment associated with this event.